Event description:
Fiber from blue towel included in arteriogram pack wrapped around the wire and was very difficult to remove from patient. Manufacturer response for cotton surgical blue or towel, (brand not provided) (per site reporter). Working on a defective product form to return the defective product.